Event description:
Event description boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to high pacing thresholds which were suspected to have caused loss of capture and dizziness.